Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod adhesive is causing a severe allergic reaction, including burns that appear as third-degree, redness near the pod site and purulent drainage. This occurred while wearing the pod for an unknown duration and site location. The patient stated that after using the product successfully for nearly two years, they began experiencing significant skin problems within the last two months. The patient uses skin tac as a protective barrier. No medical intervention was reported, and no further details pertaining to treatment were available. The patient has activated a new pod successfully.